Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that after implant the right atrial (ra) lead and right ventricular (rv) lead had undersensing. The right atrial (ra) lead was reprogrammed and both leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.